Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use when the issue occurred. The customer was performing a non-emergency coronary treatment. The procedure was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting actions showed the flexvision pc was defective and the software was partially corrupted. Analysis of the log file did not show evidence of the corrupted software. The field service engineer (fse) replaced the flexvision pc and reloaded the software onto the system, which returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not power on. There was no reported patient or user harm. Philips has started an investigation of this complaint.